Event description:
A (B)(6) year old man with a history of coronary artery disease, cardiomyopathy and prior mi underwent stent and biv implantable cardiac defibrillator in 2005, with a subsequent generator change in 2010. In late jan 2015, he became symptomatic with tachycardia, lighheadedness and dizziness. Boston scientific interrogated his ICD and heart rate was in 160s. His defibrillator was determined to have reached the replacement indicator and he was scheduled for defibrillator replacement.